Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code, which indicates disabled valves. Identification of issue has been done by analyzing problem description. Unfortunately, defective part has not been indicated and no parts has been returned for investigation. Therefore, the root cause to the reported issue has not been determined. H3 other text : 4117.